Event description:
The scissors blade insert allegedly broke intraoperatively, while cutting tissue. The user facility reported no injury to the patient. No other information is available at this time.